Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as onset, the patient was treated with vancomycin injection (1 gram, after 3 days and route was not reported) and fortum injection (1 gram, daily and route were not reported). At the time of this report, the patient outcome was not reported. Antibiotic treatment and pd therapy were ongoing. No additional information was available.